Event description:
While accessing the femoral artery to perform an arterial runoff, the physician was unable to advance the guide wire. When the wire was removed from the pt, the tip was frayed. No pt harm or injury occurred as a result of this event.